Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no patient injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high volt control cable and image tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.